Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to change the settings on her onetouch ultra2 meter was going. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed on (B)(6) 2013 at an unknown time she attempted to check her blood glucose on the subject meter and was unable to because she did not know that it needed setting up and did not know how to set it up. The patient informed the mss that she manages her diabetes with novolin insulin 70/30 60u twice per day and glipizide pills 15mg once per day and did not make any changes to her usual diabetes management routine in response to the alleged issue. The patient informed the mss that approximately 30 minutes after attempting to test on the subject device, she developed symptoms of "light headedness and shaking" and self treated with fast food at approximately 11:30am on that same day. She reported that her symptoms abated after 2 hours. No other device was used for testing. At the time of troubleshooting, the cca noted that the issue was resolved with training. The meter was brand and therefore needed to be setup prior to testing. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.